Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, when the case was done, they took device out and the needle broke outside patient. There was no patient injury.